Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the pacing impedance measurement was above 3,000 ohms when the right ventricular (rv) lead was connected to the device. No noise was observed with this out of range measurement. The lead was disconnected and cleaned and then reconnected back to the device but the pacing impedance measurement remained above 3,000 ohms. It was also noted that the lead terminal pin could not be moved past the setscrew. More force was applied to the rv lead to insert it into the header, but it was also unsuccessful. The physician decided to test the lead on the pacing system analyzer (psa) and the previously implanted device. The pacing impedance measurements were in normal range in both cases and the physician did not have any issues connecting the lead back to the previous device (f111). The physician attempted to connect the rv lead to the crt-d again. After several attempts, the rv lead's terminal pin was fully inserted into the port with a sudden snap. The crt-d was then successfully implanted. No adverse patient effects were reported.